Event description:
During surgery, the physician noted some movement of the pt's left leg in the stirrup. The nurse checked the boot and found it loose. The nurse continued to hold or support the boot leg during surgery. While holding the boot it became completely detached from the stirrup pole at the welded site.